Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer experienced blood glucose (bg) level of 597mg/dl and ketones; no ketone level was provided. A manual injection was used to correct. A supply change was performed resolving the occlusion and insulin deliveries were resumed. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.